Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps and completed the device evaluation. Failure analysis was able to confirm/reproduce the reported complaint. For clarification, the instrument was found to have a damaged conductor wire insulation. The insulation exhibited thermal damage. The conductor wire was slightly exposed; however, no wires were physically damaged. An electrical continuity test was performed, and the instrument passed. No signs of additional thermal damage was found at the distal end. No cables were found to be damaged. The root cause of this issue is attributed to mishandling/misuse, commonly caused by collision with another energized instrument. No image or video clip for the reported event was available for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot# k11211116-0408) associated with this event has been performed. Per this review of the logs, the maryland bipolar forceps was last used on (B)(6) 2022 via system sk1404 for a radical extraperitoneal prostatectomy without lymphadenectomy procedure. There were 12 uses remaining after this last usage. The last usage of the device was before the reported event date. This complaint is considered a reportable event due to the following conclusion: failure analysis found the maryland bipolar forceps instrument had thermal damage to the conductor wire¿s insulation. The damaged conductor wire insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the cables on a maryland bipolar forceps instruments were splitting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.